Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was received with the distal end deployed within the proximal lumen of a microcatheter. The stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter had been cut. The cut section was flushed; some blood was present. The stent was removed and was noted to be deformed. The stent was broken/fractured at the proximal end. There was an unknown material (possibly some sort of tubing like polytetrafluoroethylene ptfe) present on the distal end of the stent. The sdw was kinked/bent at the distal tip. The introducer sheath was noted to be intact. Unable to perform functional inspection as the stent was returned in a deployed state. The as reported 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The as reported 'stent deployed prematurely during transfer' was not confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the 'stent became stuck at the hub of the microcatheter and could not be pushed forward. The physician then withdrew the delivery wire for the stent and the microcatheter, at which point the stent became deployed and remained inside the hub of the microcatheter'. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. During analysis, the stent was received with the distal end deployed within the proximal lumen of a microcatheter. The microcatheter had been cut, and the cut section was flushed, some blood was present. The stent was removed and was noted to be deformed. The stent was broken/fractured at the proximal end. There was an unknown material (possibly some sort of tubing like ptfe) present on the distal end of the stent. The sdw was kinked/bent at the distal tip. The introducer sheath was noted to be intact. Based on the event description and the condition of the returned stent, one possible scenario is that the introducer sheath, although reportedly set up correctly per the follow-up responses, may have experienced proximal displacement during the procedure. Such unintended movement could have created a gap, allowing for partial deployment of the stent within the system. This condition may have resulted in increased resistance during advancement. In response to this resistance, the user may have attempted to further advance the stent, potentially applying additional force against the resistance. This could have contributed to mechanical deformation or damage to the stent structure. Subsequently, attempts to withdraw the stent and the stent delivery wire (sdw) may have led to retraction of the stent into the hub. Retraction under these conditions can result in premature opening of the proximal end, leading to disengagement of the sdw while the remaining portion of the stent remains constrained within the microcatheter lumen. Given the information available, this is not very conclusive, and other procedural or anatomical factors such as vessel tortuosity might also have contributed to the observed damage. An assignable cause of not confirmed will be assigned to as reported stent deployed prematurely during transfer as issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of procedural factors has been assigned to the as reported 'stent difficult/unable to transfer' and as analyzed 'stent deployed prematurely during use', 'stent deformed', 'stent broken/fractured during use', 'sdw kinked/bent' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer.

Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent was prematurely detached inside the microcatheter and was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.